Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 400ml. Flow rate: 4ml. Procedure: pancreatectomy. Cathplace: midline, bilateral to incision. Two to three weeks post op, the surgeon felt there was an undissolved stitch in the pt. The surgeon had the pt come to this office for a minor procedure and during the procedure the surgeon discovered a small piece of catheter still in the pt. The catheter fragment was removed, there was no pt injury or infection. A 5" silver soaker catheter and pm028-a pump were used during the initial pump placement.